Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. This report was inadvertently submitted. Reports of this nature have no potential for clinical impact. The device was returned to zoll canada for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive funcational testing using the customer's returned pads and battery without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of critical errors in the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message in non-rescue mode. Complainant indicated that there was no patient involvement in the reported malfunction.